Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's blood glucose dropped to 35 mg/dl due to a delivery anomaly; the insulin pump delivered all of the insulin in the reservoir when it was not programmed to do so. The patient treated the hyperglycemia by eating lunch. The mother stated that the piston in the insulin pump was not even touching the back of the reservoir. Troubleshooting was initiated for the delivery anomaly and no anomalies were discovered regarding the insulin pump. The device was not exposed to an x-ray or MRI. A self test was performed and the insulin pump passed. The insulin pump will be returned for analysis.